Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device with a 6fr sheath after a coronary interventional procedure. Reportedly, following deployment when removing the device, tissue was noticed on the foot of the device. Surgery was completed to suture the artery closed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in a common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported device operates differently than expected was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.